Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material may not have been removed because the device was not reprocessed properly by leak from the light guide glue. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-190 series operation manual chapter 3 preparation and inspection. Instructions states the preventive measure in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had foreign material exiting the biopsy channel. The issue occurred during therapeutic esophagogastroduodenoscopy. There were no reports of patient harm.